Event description:
This is a spontaneous report from a consumer in the USA of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a break in aseptic technique further described as patient made mistake/ touch contamination and insufficient or improper hand washing. On (B)(6) 2012, the patient experienced peritonitis due to the break in aseptic technique. The patient was not hospitalized for the event. The patient was taking unspecified antibiotics for the event. The patient is recovering from this peritonitis event. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.